Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2014 with the following findings: the original complaint could not be duplicated. The pump casing was intact and there was no physical damage observed to the battery compartment. Unrelated to the complaint, the battery cap was damaged and stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.